Event description:
Customer reported syringe pump module in peds unit did not recognize correct volume in syringe, resulting in an underinfusion of antibiotic. Pharmacy filled 3 ml monoject syringe with 150 mg cefotaxime/1.6 ml. The nurse visualized 1.6 ml volume but when the syringe was loaded, device stated volume to be infused (vtbi) was 1.2 ml. When the device completed the infusion, there was still med left in the syringe; the user tried to reprogram the rest to infuse, but the device said vtbi zero. The remaining med was given via slow IV push and there was no harm to the patient. Reporter subsequently confirmed that pharmacy had changed syringe models recently and was using a non-compatible 3ml syringe. The syringe pump and pcu have since been used with the correct 3ml syringe without any problems. Pharmacy was provided with compatible syringe list. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Customer confirmed the issue was due to the pharmacy switching to a non-compatible syringe, and declined further investigation as it was not indicated.